Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a 275 cc mentor smooth round moderate profile breast implant experienced left sided rupture post procedure. The rupture was diagnosed by a physician. As a result, the patient underwent bilateral removal and replacement with two 275 cc mentor smooth round moderate plus profile breast implants (l) catalog: 3502751bc sn: (B)(4), r) catalog: 3502751bc sn: (B)(4)) on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/2/2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During evaluation of the device it observed a crease in posterior view. Leak testing revealed there was a tear within crease measuring approximately 0.1 cm. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).